Event description:
A female patient who underwent breast surgery, with specific details of the procedure and the type of mentor silicone prosthesis used currently unavailable, experienced a left-sided silent rupture postoperatively. As a result, the patient underwent bilateral prosthesis replacement on (B)(6) 2024. The specifics of the replacements are as follows: left replacement: (B)(6) / cat: 3544700. Right replacement: (B)(6) / cat: 3544700.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).